Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) triggered a code 1005, indicating an open circuit condition during shock delivery, when a defibrillation threshold (dft) test was being conducted. A device changeout has been scheduled. The device remains in use. No additional adverse patient effects were reported. Additional information received indicates that this device was explanted and replaced with a non-boston scientific product. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) triggered a code 1005, indicating an open circuit condition during shock delivery, when a defibrillation threshold (dft) test was being conducted. A device changeout has been scheduled. The device remains in use. No additional adverse patient effects were reported. Additional information received indicates that this device was explanted and replaced with a non-boston scientific product. No additional adverse patient effects were reported. Subsequently, the device was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.